Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported guide detachment and device entrapment appears to be related to downward force or torsional manipulation applied during use of the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after a chronic total occlusion of the left anterior descending coronary artery interventional procedure. Reportedly, resistance was felt when retracting the proglide device and the device broke at the guide. The lever was returned to its original position and the foot retracted prior to device removal. General anesthesia was given. A cut down, vessel was incised and the puncture site enlarged, was performed in order to retrieve the distal sheath of the proglide device from the anatomy. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.